Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a regulatory body regarding a patient receiving unknown baclofen (unknown dose and concentration) via an implantable pump. It was reported there was a baclofen pump failure. It was noted that the baclofen pump was not working in the patient. The baclofen pump was removed and replaced with a new pump on (B)(6) 2020. Same medication was exchanged from explant pump to new pump. After approval was obtained by facility risk department, the device was returned to the manufacturer representative (rep). No symptoms were reported. The event date was (B)(6) 2020. No further complications were reported.